Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source high output light turns off when a light cable is inserted into the port, and the indicator on the front panel also goes out. There were no reports of patient harm.